Event description:
It was reported intermittent occlusion alarms occurred. The customer reported an ongoing use of fiasp brand insulin which is considered off label per the tandem user guide. The customer went to the emergency room (B)(6) 2024 and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose level over 600 mg/dl. The customer was treated intravenously in the ICU with fluids of saline and insulin novolog, antibiotic, anti nausea medication. The customer was released with issue resolved on (B)(6) 2024.

Manufacturer narrative:
Per the tandem user guide: the pump is indicated for use with novolog or humalog u-100 insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.